Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced a sudden loss of stimulation. A full parameter diagnostic indicated one of the two cervical leads have invalid contacts. Reprogramming was used to no avail. Surgical intervention is pending to address the issue.